Event description:
The customer reported that a drop of fluid had leaked from the bsv while performing calibration of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
Per the customer technical specialist (cts) the customer cleaned the outside of the bsv resolving the issue. The customer then verified the instrument by running qc, all passed within specification and no further leaks were observed. Service was not dispatched for this event. (B)(4). Customer resolved issue themself.